Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; thirteen devices had a worn component and five devices had a broken/damaged component. The devices were repaired and returned. One device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 19 </noe> malfunction events, where it was reported the brakes would not hold. There was no patient involvement in 18 events. In 1 event there was patient involvement, but no impact or consequence to the patient.

Manufacturer narrative:
Several attempts were made to gather more information from the customer regarding the unit needing evaluation, however the customer has been unresponsive. Device not made accessible.

Event description:
This report summarizes malfunction events, where it was reported the brakes would not hold. There was no patient involvement in 18 events. In 1 event there was patient involvement, but no impact or consequence to the patient.